Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported poor image resolution appears to be related to patient morphology/pathology. The reported slda was due to patient morphology/pathology and poor image resolution. The reported unexpected medical intervention was a result of case specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat mixed tricuspid regurgitation (tr), grade of 4+. It was noted imaging was suboptimal due to the patient anatomy including an enlarged atrium and prolapsing leaflets. An xtw clip was inserted and deployed on the tricuspid valve. Following deployment, the mitraclip detached from the septal leaflet and remained attached to the anterior leaflet, a single leaflet device attachment (slda). To stabilize the slda, an additional mitraclip was implanted, reducing tr to a grade of 1+. There was no clinically significant delay, and no adverse patient sequela.